Manufacturer narrative:
Device will not be returned due to end user cannot determine which cord was involved in the incident.

Event description:
It was reported that at the end of the procedure, the physician handed the scope to the scrub tech and asked for the light to be turned off. The light cord was put down on the drape. Moments later a black hole in the drape was noticed. The drape was removed and the pt was found to have a burn on the lower lip.